Event description:
It was reported that during a surgery, the impactor will not release the shell. Instrument is stripped. No adverse consequence to patient or user.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a disassembly issue involving a specialty cup impactor was reported. The event was confirmed. Method and results: device evaluation and results: visual analysis indicated that there was material deformation observed at the sidewalls and along their outer edges. The damage was consistent with in-service use. Eds analysis of the threaded pin resulted in a composition consistent with gall-tough® stainless steel alloy. No material or manufacturing defects were observed on the device features examined. Medical records received and evaluation: not performed because no records were provided. Additionally, there is no indication that patient factors contributed to the event. Device history review: all devices accepted into final stock met specification. Complaint history review: there has been (B)(4) other event for the reported lot. Conclusions: the investigation concluded that there was material deformation at the sidewalls and along their outer edges of the device, which is damage consistent with in-service use. No material or manufacturing defects were observed on the device features examined.

Event description:
It was reported that during a surgery, the impactor will not release the shell. Instrument is stripped. No adverse consequence to patient or user.